Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to install multiple cartridges. Subsequently, the customer attempted to install a cartridge and would get a cartridge change error. Customer's blood glucose level was 143 mg/dl. Ultimately, the customer was able to install a cartridge to resolve the issues.